Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their leadless implantable pulse generator (ipg) may need to be replaced and they have only had it for five years. The leadless ipg remains in use. No patient complications have been reported as a result of this event.